Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: as reported, during an unknown procedure the tip of a component from a micropuncture transitionless access set broke off in the patient. It is unknown how the procedure was completed. No adverse effects to the patient were reported. Further communication with the customer found no more information was available for this complaint. Investigation - evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU), and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. In response to this incident, cook completed a review of the DHR. No lot number was originally given in the complaint. However, a global sales search determined that there was only one lot number for this product sent to this customer over the past three years. A review of the device history record for this lot number was performed. Two relevant non-conformances were recorded; all non-conforming product was scrapped and there are 100% inspections in place to capture this non-conformance. There have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage.¿ as the device failure mode was not able to be clarified as being a breakage of the wire guide or the introducer, cook investigated both possible failure modes for this device. Cook has concluded that component failure unrelated to manufacturing or design occurred. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Ir manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure the tip of a component from a micropuncture transitionless access set broke off in the patient. It is unknown how the procedure was completed. No adverse effects to the patient were reported. Additional information has been requested.